Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that leakage occurred from the trocar cannula. The procedure was completed after replacing the trocar cannula with another one. There was no patient harm. Additional information and product sample have been requested.

Manufacturer narrative:
A non-safety medical device correction was completed on (B)(4) 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available, and other risk mitigations discussed. A device history record review for each of the component lots was conducted. According to the device history record reviews, one lot was reprocessed for an anomaly that did not contribute to the customer complaint. The device history record review did not point to a root cause because the lot was reprocessed and the product was released in accordance with all product acceptance criteria. No further anomalies were identified. No additional investigation is required based on device history. A complaint history examination indicates this is the eighth complaint received against the components of the reported lot for the reported event. Three opened 25 gauge trocar cannula/hub assemblies were received for evaluation. The returned samples were visually inspected. Samples 1 and 3 were found to be conforming and sample 2 was found nonconforming with a cut in the septum. Due to an observed increased trend for this event, an internal investigation was initiated to determine if corrective and preventative actions were necessary. A root cause for the increased complaint rate was found to be related to a manufacturing post assembly inspection practice. This complaint's reported lot is identified as an affected manufacturing lot. The post assembly inspection has been discontinued and an effectiveness check has been established and will be monitored periodically. (B)(4).